Event description:
It was reported that the ilet insulin pump exhibited rapid battery depletion, with the battery dropping to single digits within the same day despite full charging, and a prior charger replacement did not resolve the issue; blood glucose was reported as not affected. Symptoms included no adverse clinical effects. Outcomes included no medical intervention, no hospitalization, and continued diabetes management with cgm. Investigation included review of device performance history and replacement of the affected pump. Investigation of this case revealed a suspected device power or battery performance malfunction localized to the pump hardware that impaired normal battery endurance. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to power management or battery performance.